Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
It was reported following a heart catheterization and percutaneous coronary intervention, a 6f angio-seal vip was used to seal the right femoral arteriotomy. The pt was given 3 mg of intravenous versed and 75 mcg of intravenous fentanyl for sedation. Via the modified seldinger technique, the right femoral artery was punctured and a 6f sheath was used. A 6f jl4 catheter and 6f jr4 catheter were used for left and right coronary angiograms. A 6f angled pigtail catheter was introduced into the left ventricle and a left ventriculogram was obtained using 30 cc of contrast at 15 cc per second. Hemodynamics were obtained and the catheter was removed. Manual compression was applied and hemostasis was not achieved. The next morning, the patient's groin looked fine and was discharged. That same evening the patient returned to the emergency room with complaints of a right cold leg and groin pain. The patient underwent a femoral angiogram in interventional radiology where a vessel occlusion was confirmed. There is an acute occlusion of the infrageniculate right popliteal artery with filling defect consistent with embolic material. The occlusion extends into all three trifurcation vessels. There is no runoff to the foot. A thrombolytic catheter was placed at the occlusion and a thrombolytic, retavase 1 unit/hour for 6 hours followed by .5 units/hour for the remainder of the night was initiated. The patient returned to his room and tolerated the procedure well with no immediate complications. The next day, a repeat femoral angiogram in interventional radiology revealed improved blood flow and attempts were made to angioplasty the occluded vessel, but were unsuccessful. The patient underwent surgical intervention to restore blood flow; a thrombectomy was performed. The surgeon noted the angio-seal anchor and collagen were inside the artery. The angio-seal was removed. The patient has been discharged and was reported to be fine.